Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d, g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that there was a video an social media demonstrating a method with a specialized tool to tamper with the safety locking mechanism of the module to allow access to the interior of the device. There was no patient involvement this was a staged demonstration.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a video an social media demonstrating a method with a specialized tool to tamper with the safety locking mechanism of the module to allow access to the interior of the device. There was no patient involvement this was a staged demonstration.